Event description:
The customer reported obtaining false low na (sodium) results for an unknown number of patient samples involving the unicel dxc 600 synchron system. The customer stated that some samples were reported out of the laboratory. When the issue was noticed, the customer repeated the samples on an alternate analyzer and issued amended reports. There was no change or affect to patient treatment in connection with this event. Qc (quality control) prior to the event was within the laboratory's established ranges. The customer had been up to date with maintenance but had been using expired bleach and clenz.

Manufacturer narrative:
A beckman coulter fse (field service engineer) bleached the flowcell, replaced both na electrodes (measuring and reference) and incidentally replaced the carbon bridge. The fse verified repairs per established procedures and results met published specifications. Failure mode is unknown; although the customer was using expired material for maintenance, service also replaced both the measuring and reference na electrodes.